Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the lead was received in 48 cm distal and 10 cm proximal portions. No anomalies were found. Visual analysis noted the helix was fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted and fractured in the connector (overstress). Electrical testing determined that continuity of the proximal conductor was complete. The inner insulation was torn.

Event description:
It was reported that during the implant procedure while changing the location of the lead, the helix could not be retracted. When the physician cut the lead to "embed" it, the helix automatically ejected. The lead was not implanted. No patient complications have been reported as a result of this event.